Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9050837. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers attempted to duplicate this event by testing the interaction between the extension tubing and the connected pinch clamp. After thirty iterations of this testing our engineers were unable to duplicate the reported failure mode. Five retained samples were also reviewed and passed all specifications. Based on our results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that defective clamp was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "after the CT examination and the successful puncturing, the sealing clamp was closed and blood still flowed from the port after the heparin cap was unwound." 50 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective clamp was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "after the CT examination and the successful puncturing, the sealing clamp was closed and blood still flowed from the port after the heparin cap was unwound." 50 occurrences were reported.